Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken wire show damage.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, the tip of the fenestrated bipolar forceps instrument came loose. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: a general report was received that during da vinci-assisted surgical procedures, they have experienced broken fenestrated bipolar forceps instruments at several associated hospitals. Specific event and device information was not provided. It was stated that each patient had intraoperative x-ray imaging performed in case a retained part of the wire dropped off in the patient¿s cavity, which the customer felt was becoming a patient safety concern.